Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The ascites pump consistently ran when high liquid levels triggered the sensor and stopped when the level wasn't high enough to trigger the sensor. There were no issues found with the ascites pump. The device passed all testing. Device data is pending investigation.

Event description:
The device user (du) initially observed stable perfusion and soft-shell reservoir (ssr) volumes. A small amount of perfusate was present in the bottom of the liver bowl, and the ascites pump was running continuously. Troubleshooting was attempted without success. The du temporarily removed the ascites sensor tubing, which caused the pump to stop; however, ssr volume gradually decreased. When the tubing was reconnected, the pump immediately resumed operation. Perfusate was visible in the recirculation system until the fluid in the bottom of the bowl was depleted. The ascites pump cycled off briefly but repeatedly turned back on. Approximately six hours into perfusion, the ssr volume began to decline steadily, and a significant amount of perfusate accumulated in the bottom of the bowl. At that time, the ascites pump failed to activate despite fluid levels being above the trigger threshold. Additional troubleshooting, including a device restart and manual pump activation, was unsuccessful. Although the pump eventually turned on, ssr volume did not recover, and the device entered low reservoir mode multiple times. A subsequent surgical inspection revealed bleeding from the distal gallbladder and a phrenic vessel near the supra hepatic inferior vena cava (ivc). A pre existing crack in one of the lobes was also identified but was not a significant bleeding source. The surgeon ligated the bleeding areas, after which the ssr volume recovered. The liver was later successfully transplanted.

Event description:
The device user (du) initially observed stable perfusion and soft-shell reservoir (ssr) volumes. A small amount of perfusate was present in the bottom of the liver bowl, and the ascites pump was running continuously. Troubleshooting was attempted without success. The du temporarily removed the ascites sensor tubing, which caused the pump to stop; however, ssr volume gradually decreased. When the tubing was reconnected, the pump immediately resumed operation. Perfusate was visible in the recirculation system until the fluid in the bottom of the bowl was depleted. The ascites pump cycled off briefly but repeatedly turned back on. Approximately six hours into perfusion, the ssr volume began to decline steadily, and a significant amount of perfusate accumulated in the bottom of the bowl. At that time, the ascites pump failed to activate despite fluid levels being above the trigger threshold. Additional troubleshooting, including a device restart and manual pump activation, was unsuccessful. Although the pump eventually turned on, ssr volume did not recover, and the device entered low reservoir mode multiple times. A subsequent surgical inspection revealed bleeding from the distal gallbladder and a phrenic vessel near the supra hepatic inferior vena cava (ivc). A pre existing crack in one of the lobes was also identified but was not a significant bleeding source. The surgeon ligated the bleeding areas, after which the ssr volume recovered. The liver was later successfully transplanted.

Manufacturer narrative:
Device data was reviewed and it was observed that the ascites pump functioned normally.